Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per complainant, client took the pendant from its charging station and plugged it into the bath lift. When she pressed the up button on the pendant, the pendant started smoking and a black substance started to ooze from the seams of the pendant. Also the male end of the charger was noticeably charred. The provider opened up the pendant they noticed there was some moisture inside.